Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information provided, the exact root cause of the event cannot be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon implanted and explanted the lens due to the capsule breaking. The incision was not enlarged and sutures were not placed. Another lens of different model was implanted in the sulcus. Patient's current prognosis: corneal edema, good positioning of sulcus iol, expect significant visual improvement. Additional information has been requested but has not been received.